Event description:
It was reported to nova biomedical that a consumer experienced hyperglycemic even while trying to unsuccessfully test her blood sugar. The consumer stated that she did not have a back-up meter with which to test. The meter and test strips will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.